Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contamination.

Event description:
Healthcare professional, through sales representative, reported "a hair was in one of the products upon opening it". The device was not implanted. There was no patient involvement.